Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert of impedance out of range. Patient is doing well, action no needed as per physician. No adverse patient effects.